Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was observed. Attempts to aspirate air were unsuccessful, but with time the air was no longer visible on the fluoroscopy. The procedure continued and the case was completed with cryo. No patient complications have been reported as a result of this event.